Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result obtained on one (1) patient sample on an atellica ch 930 analyzer. Siemens healthineers has confirmed the potential for intermittent well-to-well bias affecting the a1c_e/a1c_h assay when used on the atellica ch and atellica ci systems. Us customers were notified through an urgent medical device correction (umdc, letter achc26-06.a.us) and ous customers were identified through urgent field safety notice (ufsn, letter achc26-06.a.ous) titled ¿potential for well-to-well bias affecting atellica enzymatic hemoglobin a1c assay results¿. The communication was directed to all customers who received atellica ch enzymatic hemoglobin a1c (a1c_e) impacted lots informing them of the issue and providing instructions the customer must follow.

Event description:
The customer reported to siemens an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on one (1) patient sample on an atellica ch 930 analyzer. The erroneously elevated result was reported to the physician and questioned. The same sample was reprocessed using an alternate non-siemens methodology at an alternate laboratory. A lower result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated a1c_e result.